Manufacturer narrative:
The clinical ECG data file from the event was returned and evaluated. Evaluation found that during the first analysis, the device returned a shock advised on all three segments. This was a result of low normalized amplitude, high qrs variability, detected number of peaks and waveform amplitude. Based on our review of the data we have concluded that the analysis program worked within its limitations and that there was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) year-old male patient, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.